Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel in the moderately tortuous and moderately calcified vessel below the knee. A 2.5 mm x 220 mm x 150 cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed a 1.5 mm longitudinal tear in the balloon wall 2.2 cm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel in the moderately tortuous and moderately calcified vessel below the knee. A 2.5 mm x 220 mm x 150 cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.